Event description:
I developed chronic inflammation, pain, infections, joint damage, hair loss, digestive issues, organ damage, and capsular contracture after implantation of mentor saline breast implants.